Event description:
In 2002 the end-user called medtronic minimed, USA and stated that the infusion set has a crack at the cannula housing. In may 2002 maersk medical a/s received the complaint and 1 used tubing.